Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the evaluation found; wear on the forceps elevator lever, the up/down knob could not be locked securely; the air/water cylinder had discoloration; the suction cylinder and cover had discoloration; the scope body and switch box had discoloration; water tightness was lost due to deformation of the electrical connector guide pin; the adhesive on the bending section cover had a crack; the connecting tube had a scratch and was deformed; and the play of the up/down and right/left knobs were out of the standard value, due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope illumination was too low. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a gap of adhesive on the distal end and a stain entered inside the lens through the gap, a gap between the acoustic lens and ultrasound probe, a missing piece/chip/part fell off the probe unit; and the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause suggested phenomena could not be further presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.